Manufacturer narrative:
The implant did not return for evaluation. A photograph was provided which confirmed the event. The identifying lot number were provided; therefore, a review of the device history record could not be conducted. The original surgery date is unknown. Based on the limited information provided, a root cause cannot be determined at this time. If additional information is provided, supplemental report will be submitted.

Event description:
A revision surgery was performed to extend a previously implanted construct to address degenerative disc disease. A screw adjuster was used to remove a screw. After removal, it was noted the load ring on the screw was deformed and dislocated.